Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During the review of a literature article with the purpose of the study was to determine whether femtosecond-assisted laser cataract surgery (flacs) reduces the posterior capsular complication (pcc) rate compared to manual cataract surgery reported a patient experienced a phacoemulsification in the posterior capsule. This occurred during phacoemulsification following post-occlusion surge. Primary vitrectomy was performed and intraocular lens (iol) was inserted at the primary procedure in the capsular bag. There are multiple related reports associated with this literature article. This report addresses the patient six.